Event description:
It was reported a spectrum pump had constant close door messages. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported constant close door messages were confirmed upon powering the device on. Further testing was unable to reproduce this condition. This condition was determined to have been caused by loose hardware in the mechanical assembly which prevented the door from closing properly. New mechanism hardware was installed during the repair process.